Event description:
Drape used in slush machine during procedure. Water was found in the bottom of the slush machine at the end of the procedure. Drape was examined but no tears were visible, but leaked when tested with water. There was no apparent injury to the pt.